Event description:
It has been reported to philips that the host pc did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that system problem with storage- deleted most of the cases. Host pc does not boot up. During troubleshooting, fse replaced the the host pc and the host pc hard drive. Fse loaded a ghost backup and configured the system to the state it was at previously, put in new 500gb imaging drives into the ippc and performed recreate image store. After replacement completed the system was returned to use in good working order.